Manufacturer narrative:
On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: there was no damage observed on the instrument prior to use. The surgical staff saw arcing of electrical energy during the surgical procedure when monopolar cut/monopolar coag energy was being activated. The generator settings were cut 2 and coag 2. The issue occurred after 10 minutes of use. There was no report of a collision with another instrument or tool during the procedure. The instrument was not removed from the arm prior to the event. The patient has not returned to the hospital due to post-operative complications. No information was provided pertaining to the patient's relevant history and pre-existing medical conditions. No information was provided pertaining to relevant tests or laboratory data that were performed specific to the incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the maryland bipolar forceps (470172-16/n12200224 0182) was performed. The instrument was last used on (B)(6) 2020 on system sk1176. The alleged event occurred on the 8th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Image review: review of the provided image is consistent with the reported complaint of "cable was broken". No further escalations required for the image review. Technical review: further technical review is not required as there was no error related to the issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the instrument was found to have a broken cable. A different type of backup instrument was used. The procedure was completed with no reported injury. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.